Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
An asymptomatic patient presented in-clinic for follow-up, and post-paced t-wave oversensing was observed. Programming change was recommended.